Manufacturer narrative:
Patient information was unavailable from the site. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found there were frame rate errors duringa imaging spin on 2 occasions. After testing the fse could not duplicate frame rate errors. Lvds cable checked. Decision made to replace umbilical as precaution. Umbilical cable sent to site and swapped out. System checked out after replacement and passed all testing and put back into use. The cable was sent back to manufacturer for evaluation. Confirmed reported problem. Umbilical failed continuity test. J8 pin 2 (brown wire ) was cut. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported a frame rate error message on the imaging system. Issue was noticed while taking a imaging spin during a surgery. There was no impact on patient outcome.